Event description:
It was reported that at the post-implant check, there was an increase in the right atrial (ra) lead threshold. The following day it was observed there was increased impedance and no capture on the ra lead. The lead was revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID: 5086mri58 lead, implanted: (B)(6) 2014. (B)(4).